Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Patient was revised due to stiff knee, motion 10 to 60 degrees. Fixed femoral component revised and soft tissue releases were performed. Tibial tray was well positioned and fixed, not revised. Doi: (B)(6) 2017, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.